Event description:
Customer's mother called because meter that was to be delivered had not been received. Customer was taken to the doctor's office on date of event due to not feeling well. It was during this doctor visit that the customer lost consciousness and was taken to the hosp. Customer was treated with IV therapy and diagnosed with diabetic coma stemming from severe hypoglycemia. Glucose reading at that time was reported to be 23 mg/dl on hcp meter.

Manufacturer narrative:
Follow up report will be filed if product is returned for evaluation.